Event description:
It was reported by the affiliate that bleeding was found from drainage (3 days later from original operation). Major leakage from colon (10 days later from original operation). Contents of the bowel leaked from almost 1/3 circle just above the staple line. Reoperation was done and colostomy was created for leakage treatment.